Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the pentaray catheter could not be advanced through the carto vizigo¿ 8.5f bi-directional guiding sheath - small valve and a white part of the valve was sticking out. The sheath was exchanged for another vizigo sheath to continue the case successfully. There was no patient consequence reported. Additional information was received. The section that this issue was observed was the hemostatic valve. It was totally separated. The hemostatic valve was not dislodged inside the hub and was not dislodged outside of the hub. The brim cap/hub did not become detached from the sheath. It did not require treatment. No damage on the sheath/dilator. No occlusion when irrigating the sheath. No material causing the obstruction. The brk xs needle was used.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The pentaray catheter could not be advanced through the carto vizigo¿ 8.5f bi-directional guiding sheath - small valve and a white part of the valve was sticking out. The sheath was exchanged for another vizigo sheath to continue the case successfully. There was no patient consequence reported. The device evaluation was completed on 22-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed and no issues were observed. A dimensional test was performed, and the outer diameters of the device were found within specifications. No bulge in the electrode was identified. A device history record was performed, and no internal actions related to the reported complaint were identified. The issues reported by the customer was not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).